Event description:
It was reported that during a follow up in clinic noise resulting in noise and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and noise was able to be reproduced. The physician suspected the noise was due to right atrial lead damage; however, diagnostic imaging was not performed. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.